Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced withdrawal with symptoms of nausea, sweating, and pain. Alarm date for drug refill was (B)(6) 2012, but the refill appointment was not scheduled. Seven days later it was reported the patient experienced the withdrawal symptoms. Additional information has been requested, but was not available as of the date of this report. The device system was used to deliver an unknown drug.